Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 47mg/dl at the time of the incident and was treated with orange juice. The customer reported that they did not receive a sensor updating/sensor glucose not available alert but received a calibration not accepted alert. The customer stated that the insulin pump was saying 104 / 110 sg and when they checked via meter the blood glucose was 74 mg/dl. The customer¿s other blood glucose was 160 mg/dl -170 mg/dl and they calibrated it but it did not accept it. So the customer waited and when they checked the blood glucose again, it and then he calibrated the sensor and it said 2nd calibration not accepted change sensor. The insulin pump will not be returned for analysis.